Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head had exposed wires. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of exposed wires was confirmed due to deteriorated cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿if the camera head is visibly damaged, does not function as expected or is found to have other irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head. Contact olympus¿. The most probable cause of the complaint is due to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition camera head had exposed wires. There were no reports of patient harm.